Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA..

Event description:
Customer received results of 43 mg/dl and 302 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.